Event description:
It was reported that high thresholds and low r-wave sensing were observed. Patient was not a pacemaker dependent. During the lead revision externalized conductors were observed via x-ray. The lead was capped and replaced. Patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).